Event description:
Customer reports obtaining a result of 78mg/dl and retesting within a fe minutes with a result of 290 mg/dl. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.